Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing with no anomalies found. It was noted that the lower case was broken.

Event description:
It was reported to the biomedical engineer that the external pulse generator (epg) shut off after 15 minutes. The user claimed the epg shut off twice. There were no patient complications; another epg was available. The biomedical engineer tested the epg for over five days without power issues. The epg was returned for repair.